Event description:
It was reported to philips that the system will not boot up. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found an issue with the flex vision pc. The defective part was retuned from part analysis and confirmed the malfunction of the flex vision-2 no hdd due to failed pci. The fse replaced the flex vision pc. After the replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.